Manufacturer narrative:
H.6. Investigation: one photo of a loose 10ml syringe with an opened and empty blister pack from batch 0310184 (p/n 302995) was received and evaluated. It was observed there was a lengthwise crack outside the grad lines, extending from the 0.5ml to the 3ml marking. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0310184 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll s/c 200 cracked and leaked medication. The following information was provided by the initial reporter: material no: 302995 batch no: 0310184. It was reported that the syringe was cracked. Verbatim: we had a 10ml syringe luer-lok tip be cracked when the nurse was drawing up a medication. The medication was coming out and making a mess. I will put an event in as well to see if we have other issues with there too.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll s/c 200 cracked and leaked medication. The following information was provided by the initial reporter: material no: 302995, batch no: 0310184. It was reported that the syringe was cracked. Verbatim: we had a 10ml syringe luer-lok tip be cracked when the nurse was drawing up a medication. The medication was coming out and making a mess. I will put an event in as well to see if we have other issues with there too.